Manufacturer narrative:
Concomitant product: product ID: neu_wrench_acc, lot# serial# unknown, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that it was ¿impossible¿ to tighten the screw in the implantable neurostimulator (ins) to connect the lead. The screw was indicated to be ¿defective.¿ it was noted the physician ¿screwed and unscrewed¿ the device. It was stated the physician had to ¿drive the lead¿ thoroughly. The original ins was not implanted and a different ins was used. A follow up report will be sent if additional information is received.